Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd11) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed as a result of the patient developing hives. The most likely cause cannot be determined, however, it is possible the patient was reacting to the demineralized bone matrix and not the hardware. As feedback from the surgeon indicates the patient still had hives at a 2 week follow-up appointment after all hardware was removed in a revision surgery on (B)(6) 2017. The patient reported to have undergone allergy testing to titanium but was not able to elaborate on nor confirm the results of that testing when questioned by the surgeon. The surgeon speculated that demineralized bone matrix could potentially be a factor, however attempts to contact the patient for additional follow-up were unsuccessful and the patient has yet to return to see the surgeon. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2016, the patient developed hives around the incision which eventually spread to the rest of the body. As a result, all hardware was removed in a revision surgery on (B)(6) 2017.